Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is user / use error as the device was not used in accordance with the directions for use (dfu).

Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, the balloon ruptured. The pci treated the 90% stenosed target lesion located in the moderately tortuous proximal circumflex (cx) artery. The balloon ruptured during the 3rd inflation at 14 atmosphere's (atm's). The procedure was completed with another unknown balloon catheter. There were no patient complications and the patient's condition was listed as "good".